Event description:
The parents of the user complained about bad hearing performance of the user. Therefore a CT scan was done and it showed the array is out of cochlea. Reportedly, intra operative measurements and the x-ray taken directly after surgery showed a full insertion, however, the CT scan done 8 months after the surgery showed that all channels are out of the cochlea. Surgery for re-insertion is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: the device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The parents of the user complained about bad hearing performance few months after implantation (circa (B)(6) 2022). Therefore, a CT scan was done, and it showed the array to be out of cochlea. As per additional information received on march 06, 2023, the user had meningitis in (B)(6) 2023. It started with mild symptoms, however, it got worst at the end of the month. The user was hospitalized for 12 days in (B)(6) 2023. The user has been explanted on (B)(6) 2023and it is planned to re-implant with a new device on a later date.

Manufacturer narrative:
Conclusions: based on the information received from the field, the device was not providing benefit to the recipient due to a post-operative complete active electrode migration out of the cochlea and development of meningitis. The user is reportedly affected by inner ear malformations (incomplete partition type I; ip-I) and therefor at greater risk of electrode migration and meningitis. Further, the device investigation revealed damage to the active electrode caused by device minute mobility leading to fatigue wire breakages, likely related to the active electrode migration. The recipient was re-implanted a new device. This is a final report.

Event description:
The parents of the user complained about bad hearing performance of the user. Therefore, a CT scan was done, and it showed the array to be out of cochlea. Reportedly, intra operative measurements and x-ray taken directly after surgery showed a full insertion, however, the CT scan done 8 months after the surgery showed that all channels are out of the cochlea. The user has been reimplanted on (B)(6), 2023.